Event description:
It was reported that the devices over temperature button was not functioning. No patient injury was reported.

Event description:
It was reported that the devices over temperature button was not functioning. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. Received device with a cracked front cover, cracked tank cover, and a corroded drain fitting. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue could not be confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken to mitigate the reported issue